Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that about 3 weeks ago they noticed the recharger becoming hot while charging their implant and a couple days ago they couldn't get the recharger to connect to their implant at all. Pt stated they were attempting to charge for a couple hours and still couldn't get the recharger to work. An email was sent to the repair department to replace the recharger. 2021-08-11 (B)(4) (con): pt called back stating they got the recharger but is still having issues. Pt initiated passive recharge mode and confirmed the numbers fluctuated properly. Agent reviewed to complete several cycles of prm and the screen should transition to regular charging. Pt mentioned they charged for hours last night but it never worked. Agent advised to continue charging with the 99 connection in prm and if the screen doesn't transition in 20-30 mins then follow up with hcp or the rep. Pt stated they spoke with a rep earlier today who advised to call patient services. Agent reviewed the resources for hcp/reps if telemetry had to be reestablished for the pt. 2021-08-16 (B)(4) (rep): the rep called and disabled, and reenabled the ins. Caller reported he can see the low battery (in the red) range and will ask patient to fully charge the ins. Issue at this time appears to be resolved.